Event description:
It was reported that the customer had calibration errors and a low threshold suspend alarm. Customer's blood glucose level was 412 mg/dl. Customer treated for their high blood glucose level. Customer reported that the serter does not release the sensor after the 2nd button press. Serter will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new lab. Enlite sensor along with rubber skin (IFU) 6025427-23a-b enlite serter passed per spec. Insert/release sensor properly. Reference manufacturer report number: 2032227-2014-55130, 2032227-2014-54737.